Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for the placement of a right ventricular lead, a right atrial lead and a left ventricular lead on (B)(6). As part of that process, a cps direct universal slittable outer catheter along with a balloon wedge-pressure catheter was engaged in the coronary sinus. Angiography with a contrast agent revealed a coronary sinus dissection. The right ventricular and right atrial leads were placed that day and the patient was in stable condition subsequent to this procedure. The left ventricular lead was placed on (B)(6) and the patient was stable before, during and after this procedure.